Event description:
It was reported by the customer that a pyxis medstation es system three patients were not crossing over. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over. A technical support specialist remoted into the application server and ran site down query. A technical support specialist deployed interface services utility (build 1) package on carefusion engine to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.